Event description:
Medtronic received additional information that a manufacturer representative found that the bulkhead in the camera arm was disconnected. The issue resolved with the bulkhead was reconnected.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The positioning sensor unit (psu) and ethernet cable were returned to the manufacturer for analysis. Analysis found not failure with either component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that system was displaying, "localizer disconnected" during auto-guide demo head testing. The ndi toolbox would not display any psu data, by selecting file > connect to polaris to get even the scu to populate. No psu data would ever appear. Scu status, hardware, configuration, internal strober were checked. The amber light and solid green light illuminated on camera. There was only one beep upon boot up. The ethernet connections into the network switch were confirmed and it was noted that there was no blinking light on the switch port connected to the poe injector. The system in the ts lab has green light illuminated on that port regardless of the switch port. It is suspected that the poe injector has the issue and also potentially a psu issue. There was no patient involvement.